Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead exhibited high thresholds and undefined impedance. It was also reported that the patient had a second epicardial rv lead that also exhibited high thresholds. The second lead was capped. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 4965-25 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was "feeling different", and that the right ventricular (rv) lead failed to capture at both unipolar and bipolar max outputs. The rv lead was capped. No further patient complications have been reported as a result of this event.